Event description:
The facility representative reported a flo-gard infusion pump with failure code f-27. This condition was found during programming/setup of the device, but it is not known in which care area this occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-27 was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be a defective slide clamp detection circuit. The slide clamp assembly was replaced and calibrated to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.